Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. All they hear is clicking. When the processor is turned on, there was a clicking sound and the bulb was flashing until it went out and the emergency bulb came on. We tried replacing the bulb, but it continues to do the same. Technical assistance support (tac) advised that olympus was no longer servicing the xenon light source and to reach out to their olympus sales consultant to discuss upgrading. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had flashing bulb until it went out and the emergency bulb came on. The issue occurred during inspection for use. There were no reports of patient involvement.